Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the account: it was damaged when it came out of the sterile package when it was open to the back table. It was never used on the patient.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the blue portion of the trocar around the trocar broke in half and fell off. Reason product not returned: did not save the product.